Event description:
After 2 years of cochlear implant use, this patient reportedly had a chronic scalp infection around the implant site. The clinic tried to treat the infection for 6 months with no success. As the patient did not have any speech development since implantation, clincians do not feel the patient was a good candidate for reimplantation. Explantation surgery took place in 2005.